Event description:
The instrument broke, the whole cable came out while inside of patient. The retractor completely snapped in half during a bariatric case.

Manufacturer narrative:
(B)(4), attempt made to gather additional information. Device not returned for evaluation. If device becomes available and additional information is gathered a follow up will be sent.